Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the patient¿s battery depleting quickly was unknown. The rep noted that the patient was programmed on (B)(6) 2019 and was contacted on (B)(6) 2019 to see if it had prolonged time between having to recharge and she said that she was back to recharging about every 2-3 days. The rep reported that the patient was reprogrammed on (B)(6) 2019 to get coverage using less energy requirements. The patient was pleased with the changes and it helped to prolong time between recharging sessions. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's premature depletion was unknown. The patient needed to be reprogrammed due to increased pain, so it is unknown at this time if that will help to decrease her charging intervals. The patient is having surgery on (B)(6) 2019 for a different issue. The patient is planning on bringing her programmer and recharger on the day of the surgery and the rep will check her device then to see if anything is wrong with her device that would require replacement. The issue has not been resolved. No further information was reported. Additional information was reported that the caller stated the patient's ins battery is depleting quickly, the patient can't even get 24 hours from the battery. The caller stated that the patient is complaining of charging for 6-8 hours daily and the ins battery doesn't last 24 hours. The caller also stated that the therapy turns off because the ins depletes completely. The caller stated that she reprogrammed the patient's therapy last week. The patient was recharging every 2-3 days before the reprogramming session. The caller stated the patient's therapy parameters are high. The patient's current settings are: p1 +--+ 7.0v pw: 480us rate: 60hz therapy imp: 420ohms, p2 +-+ 7.5v pw: 510us rate: 60hz therapy imp: 551ohms. The rep also pulled recharging statistics from their 8840: the typical coupling shows 8 coupling bars 4/1 duration 0.0 hours percent at end of charging session 100% (the pt claimed that she charted for 3 hours on (B)(6) 2019) 4/1 duration 0.0 hours percent at end of charging session 100% 4/1 duration 1.1 hours percent at end of charging session 100% 3/31 duration 0 hours percent at end of charging session 100% 3/31 duration 3 hours percent at end of charging session 100% 3/30 duration 0 hours percent at end of charging session 100% it was reviewed that the calculated recharging interval was 2 days at bol or 1.6 days at eol. It was also reviewed that the charging seemed appropriate given the settings. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the ins was depleting prematurely. The rep reported that the patient was having to charge the ins every day for 6 hours to keep it from dying. The rep reported that the patient used to only have to charge every 3-4 days, but that ever since the first of the year, that her ins wouldn¿t hold a charge. The rep reported that they would reprogram the patient on (B)(6) 2019 to see if they could make a program that used less energy. The rep was to update the healthcare provider (hcp) on the patient¿s premature battery depletion. The rep noted that they spoke in detail with the patient about the possibility of ins replacement. No further complications were reported.